Event description:
Based on additional information received on (B)(6) 2014, this case initially considered as non-serious was upgraded to serious as the patient required intervention for treatment of right gonarthritis. This unsolicited device case from (B)(6) was received on (B)(6) 2014 from an orthopedist. This case concerns a (B)(6) year old female patient who developed right gonarthritis after receiving treatment with synvisc. Patient had no concurrent condition, historical condition, history condition, history of drug induced allergy, history of non-drug allergy and no concomitant medication was reported. Patients underlying disease includes right gonarthrosis. On (B)(6) 2014, the patient having no signs of general infection received treatment with intra-articular synvisc injection (frequency, lot/batch number and expiration date unknown) at a dose of 2 ml into for right gonarthrosis, into a right knee. Before this administration, there was no synovial fluid retention. On (B)(6) 2014, the patient received the second dose of synvisc in the right knee. Before this administration, there was no fluid retention. On (B)(6) 2014, the patient received the third dose of synvisc by external suprapatellar injection into the right knee, under the following circumstances: a disposal needle was used; no sterilized gloves were used; and iodine-based and _alcohol-based antiseptics were used in a way that the injection site was cleaned with alcohol pads first and then 20 seconds later, isodine solution was applied. Before this administration, the pt's right knee had no fluid retention, no periarticular dermatological problem, no periarticular dermatological problem, no intra-articular infection and no intra- articular inflammatory symptom. It was reported that during the administration of the third dose, there was no extra-articular leakage of synvisc. On (B)(6) 2014, pain in the right knee started, and this was determined as the onset of moderate right gonarthritis. On (B)(6) 2014, the patient revisited the reporting hospital, where 28 ml of cloudy yellow synovial fluid was aspirated. The fluid was examined, through culture test and crystal identification, so as to find the cause of the event. The results of the examinations were both negative. Corrective treatment for the event included the administration of steroid (unspecified), and synvisc therapy was discontinued. The outcome of the event was regarded as resolving as of (B)(6) 2014. Outcome: recovering/resolving.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc} was initiated with global (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Right gonarthritis (arthritis). Reporting orthopedist's causality assessment: possible. Company causality assessment: possible. Seriousness criteria: required intervention. Reporting orthopedist's comment: there was no other causative factor for the even than synvisc. Additional information was received on (B)(6) 2014. Ptc results were added and text amended accordingly. Additional information was received on (B)(6) 2014. Changed the event term from "arthritis (arthritis)" to "right gonarthritis (arthritis)". Changed the outcome from "resolved in late (B)(6) 2014" to "resolving as of (B)(6) 2014". Updated corrective treatment information. Changed the reporting orthopedist's causality assessment for the event from "highly probable" to "possible". Provided the reporting orthopedist's comment. Updated information on the suspect drug and the patient including her medical history. Patient clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the causal role of the suspect drug synvisc cannot be excluded for the occurrence of the event of right gonarthritis; however, the lack of information regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.